Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. In 2002 the patient's blood glucose results were 112, 345, and 366 mg/dl. Tests were done 11-20 minutes apart. Two weeks later, the patient's blood glucose results were 91, 243 and 157 mg/dl. Tests were done 11-20 minutes apart. Patient did not experience any advdrse events. No further information has been reported.